Event description:
It was reported that oversensing was noted in the two hours post implant. The grommet was suspected to not have been fully sealed up yet. Four hours later, no further oversensing was noted. No oversensing was observed the following day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).